Event description:
As reported, the end user hospital has experienced several instances of air and micro-bubbles in the manifold within their convenience kit. The hospital has only been using navilyst medical devices for 1-2 weeks, and while several technicians are having this issue, an equal number are not. When this occurs, the manifold set-up in question is still used to complete the procedure. No air has been injected into pts and there have been no other complications as a result of this issue.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. Connected device components from 2 convenience kits were returned for eval. No visual defects or damage was noted. A simulated use inspection was then performed to recreate the complaint description. This involved drawing fluid into the primed system by aspirating the syringe piston using one hand. No air bubbles were observed during 5/5 aspirations. When the syringes and the manifolds were individually leak tested per their respective specifications, each sample performed properly with no leakage. Dimensional checks were performed on the manifold and syringe fittings with all fittings found to be within specification. Multiple attempts were made to duplicate the reported failure mode and in all cases no bubbles were noted in the system. The complaint cannot be confirmed as the assemblies meet specifications and functioned as intended. A contributing factor to the root cause for the reported customer issues may be due to clinician technique in aspirating the syringe too quickly, as they are a new customer to navilyst medical. During quick aspiration, the turbulence can temporarily create micro-bubbles that quickly dissipate once the system is stabilized. However, we are unable to determine an exact root cause at this time. The directions for use packaged with the convenience kit advises the user: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connection should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully de-bubble prior to injection to minimize the potential for embolism and in rare instances death." Navilyst medical process controls for syringes and manifolds, include visual inspections, air leak testing, and dimensional verification. (B)(4).